Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for 50 hrs, a hole was noted near the tip of the balloon. Blood was noted in the catheter and iabp was discontinued immediately. The following was returned to datascope on 1/7/98: after 50 hrs of therapy on the sys 90, blood was noticed in the catheter and pumping was stopped immediately before blood could enter the pump. [Event complications]: unk-reported 11/24/97. [Pt's current status]: unk-11/24/97,1/7/98.